Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.